Event description:
It was reported that there the patient was seen in the first part of (B)(6) 2013 due to having to pee when around running water. It was stated that when the implantable neurostimulator (ins) was checked all the program information was gone. The patient was told it was due to the battery going bad and had to change batteries. This was the second time in 1.5 years that the patient had to change batteries in the programmer. The patient denied going through security gates, having MRI, or a CT scan.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v850492, implanted: (B)(6) 2012, product type: lead. (B)(4).